Manufacturer narrative:
Further information was received that the ventilator was being set up for use, there's was not patient involvement.

Manufacturer narrative:
The power supply was returned for failure investigation, and it was determined the shorted q12 and q9 created the 0-volt output.

Event description:
The customer reported that the ventilator is not charging. It is constantly running on internal battery. The patient involvement at the time of event is unknown; however, there was no patient harm reported. The field service engineer (fse) checked for 24v on power supply harness connector. 24v was not present. Verified ac power present between blue and brown wires coming from ac inlet. The fse replaced the power supply to resolve the issue.